Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a hypoglycemic seizure. Reportedly, the customer was playing sports at time of event. Customer was not admitted to hospital as customer was treated with glucose and a CT scan was performed by paramedics en route to emergency room.